Manufacturer narrative:
The device was not returned to olympus for evaluation as the product was no longer available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the basket wire broke when the wire was pulled out from the nipple of the distal end assembly on the single use retrieval nitinol basket v. The procedure was completed using a similar device. No debris or parts fell into the body. There were no reports of patient harm. During the evaluation if was found that the wire basket was temporarily stuck. This medwatch report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The likely cause of the reported event is due to physical stress. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.